Event description:
It was reported that following a right total knee arthroplasty, the post-operative x-rays showed malrotation of the tibial tray. No revision procedure has been reported.

Manufacturer narrative:
(B)(4). Medical devices: articular surface medial congruent (mc) right 10 mm height catalog#: 42522100910 lot#: 64842799. Femur cemented cruciate retaining (cr) standard right size 11 catalog#: 42502607002 lot#: 64749873. 2.5 mm female hex screw 25 mm length catalog#: 42509902525 lot#: 65082538. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.